Manufacturer narrative:
The lens was received in the vial enclosed in a biohazard bag. The cap was on the vial, but the bung was absent. The delivery system and outer pouch were also absent, but the remainder of the packaging components was present. The inspection was performed at 15 x magnification using a stereoscopic microscope. The lens carried one heavy scratch on the optic. No other defects or foreign materials were seen on the lens. The dimension check conducted showed that the lens was within specification. A full audit of all batch documentation relating to the production of the lens was performed. The audit concluded that all procedures in manufacturing and packaging of the lens had been conducted correctly. Batch reconciliation was 100.0%. Based on the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the lens were conducted correctly. The scratch seen on the optic appeared to be caused by handling due to the removal of the lens. There was no evidence to suggest that any aspect of the lens was responsible for the surgical complication reported. Additionally, the complainant stated that it was not the lens specifically that caused the tear.

Event description:
Lenstec received an email stating "lens was inserted, patient had posterior capsular tear. Lens had to be placed in sulcus. Lens removed. Placed another lens and sutured in place."